Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: customer complaint could not be confirmed in the black box because it was found to only contain records from (B)(4) 2014; complaint open date was (B)(4) 2014. All ¿loss of prime¿ warnings observed in the black box were cartridge related events. The force sensor calibration was checked and was found to be out of specification. As per procedure, the pump was opened to check the force sensor resistor which was found to be out of calibration. Product analysis was unable to duplicate the customer complaint. The battery cap was not returned with the pump; a test cap was used for all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime event had occurred 3 or more times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.